Event description:
Information received regarding the explanted device notes that on two occasions, the device could not be interrogated. The patient was asymptomatic with an intrinsic rhythm of approximately 50 bpm. The device exhibited no output and no magnet response.